Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting found that the pump passed the displacement test and the customer was able to run the prime and motor error alarm did not occur again. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further troubleshooting was done for the motor position encoder error.